Manufacturer narrative:
This medwatch submission is an initial and final report as the investigation for the event is closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Description of the incident: customer has had the problem with the penn needles for 6 months that the insulin does not pass through (needles too seated). We provided the customer with replacement needles. Effects on the user/patient: the problem with the pen needles affects the administration of insulin and could lead to health risks for the customer, especially if they are insulin-dependent patients. Since the pen needles do not fulfill their intended function and this could impair the therapy, the manufacturer must be informed. We ask for your confirmation of receipt of this notification and for prompt feedback regarding the further procedure and any necessary measures.